Event description:
Device placed without incident. Removed, follow-up x-ray 09/2001 revealed residual catheter in right atrium. Pt had device removed 2 weeks later MFR without complications. Placed 2001, removed 3 months later reported by medwatch.